Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing and filter extension set was leaking lipids at the connection when lipids are delivered by syringe. There is no report of patient harm.

Manufacturer narrative:
This file is no longer reportable based on new information provided by the customer.

Event description:
The customer reported that the IV pump alarmed with "patient side occluded", tubing check and was not clamped. Unable to flush tubing.